Event description:
The patient underwent post fossa craniotomy and tumor resection. Bioglue was used in this first procedure. The patient was readmitted to the hospital for wound infection and underwent irrigation and debridement of the wound, evacuation of epidural empyema, removal of bone flap and hardware. The or note from the second procedure describes purulent material in the epidural space. The patient was treated with vancomycin and cefazolin. The tissue and wound cultures are positive for staph aureus.